Event description:
Caller reported receiving intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. After conducting a pump system check, tandem technical support provided a pump replacement to resolve recurring occlusions. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.